Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 8fr angio-seal evolution device was received for product analysis. The device was received with the hemostatic sheath and arteriotomy locator. The returned components were subjected to visual analysis where a blood like substance was found on all component. The bypass tube was found placed in the hemostatic valve, which is expected when the hemostatic sheath and carrier tube assembly have been properly assembled as the bypass tube allows the passage of the anchor and carrier tube assembly through the hemostatic valve. The anchor of the carrier tube assembly was exposed at the distal tip of the carrier tube assembly, as the carrier tube assembly was not mated with the hemostatic sheath. There was an apparent bend in the hemostatic sheath likely caused by either transportation of the component or the use of the component. The carrier tube assembly of the device was not mated with the hemostatic sheath. The deployment sleeve was in the forward lock position with no indication that the hemostatic sheath had been properly mated with the hemostatic sheath. IFU: "keeping the insertion sheath in place carefully advance the angioseal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a break with the involved angio-seal evolution device. The following information was provided by the user facility: the md alleges the agio-seal broke when attempting to place in the patient; the angio-seal was not deployed and was successfully removed from the patient; the md alleges the angio-seal bypass tube dislodged from carrier tube upon insertion into sheath; a second angio-seal was successfully deployed; the blood loss was reported to be less than 250cc; the patient is stable; and there were no other devices or equipment used with the reported product.